Event description:
It was reported that the patient experienced a persistent pocket pain and discomfort when lying on that side and when sitting. The patient underwent a revision procedure wherein the ipg was relocated to a new pocket and the ipg remains implanted. The patient was doing well postoperatively.